Event description:
Procedure: lobectomy. According to the reporter: staples did not form properly. The surgeon resected additional tissue and over sewed the application site.

Manufacturer narrative:
(B) (4). (B) (4).